Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Discarded.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. No further information was provided.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. No further information was provided.